Manufacturer narrative:
MDR 1810909-2018-00066 has been filed for event occurred on (B)(6) 2018 for the same patient.

Event description:
At 6:58 a.m., the customer obtained blood glucose readings of 315 mg/dl and 303 mg/dl on a contour next one meter. At the same time, when tested on a different meter, the readings were 74 mg/dl and 78 mg/dl. The differences between readings fall in the "d" zone of the consensus error grid, making the differences clinically significant. There was no allegation of an adverse event. The customer was advised to return the test strips for evaluation. Replacement meter and test strips were sent to the customer.